Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott (B)(4) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.49 on a patient. Abbott point of care (apoc) was contacted on (B)(6) 2013 of the complaint regarding the event. There was no patient available at the time of this report. Test date: (B)(6) 2013 date sample time I-stat apex (lab), (B)(6) 2013 a 23.32 0.49 <0.04; (B)(6) 2013 a 00.13 0.00 <0.04. There were no injuries reported with this event. Apoc has determined that a potential malfunction exists based on the test times provided although not confirmed at this time, pending product investigation. The time of forty one minutes between results suggests that the product is potentially outside of the typical performance of the assay. Apoc has requested patient information. Cartridge lot information was received on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The investigation was completed on 07/24/2013. Retain cartridges were tested and are functioning according to specification.